Event description:
It was reported that the device was unable to transfuse blood into the blood bag. Approx 450 ml of blood was discarded. The pt did not require any pre-donated blood. There were no adverse consequences related to this event.

Manufacturer narrative:
The device will not be returned to the manufacturer for an investigation.